Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified superficial femoral artery. A 6.0mmx220mmx150cm sterling balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.